Manufacturer narrative:
(B)(4). Insulin pump was received with a scratched case, a broken belt clip rails, a serial number label fading and a end cap address label missing. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the pump was received with a loud motor noise during rewind due to faulty motor. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump has scratches and damage on the cliprails. Customer states the insulin pump has been bumped and dropped and making a loud sound. No damage to the retainer ring was observed. The device is expected to return for analysis.